Manufacturer narrative:
The user reported experiencing hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the user¿s report of elevated glucose following a meal and multiple dosing attempts. No blood glucose values, treatment details, or outcome information were provided despite multiple follow-up attempts. Based on available information, no device malfunction has been identified. Due to insufficient information, further assessment could not be completed. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 23-mar-2026, the user reported that, on (B)(6) 2026, they experienced hyperglycemia with a bg of unknown mg/dl. The user was unable to provide treatment details. The outcome is unknown as ems and hospitalization information were not reported.